Event description:
Please refer to report 0009613350 - 2019 - 00755.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: reference unknow, impossible to perform a meaningful trend analysis. Event description: it was stated in a legal writ that the patient p.v. Was implanted with a left cementless total hip endoprosthesis in 2005 due to coxarthrosis. On (B)(6) 2015 the patient fell on his left hip and experienced a periprosthetic femur fracture. Review of received data: letter from orthopedic department klinikum main-spessart, dated (B)(6) 2015: on (B)(6) 2015 the patient fell on his left hip. The examination showed pain in the area of the trochanter major, lws intact, no malposition noted. The x-ray analysis showed a periprosthetic femur fracture which was treated with a surgical intervention consisting of 3 cerclage wires on (B)(6) 2015. No changes made to the tep. The x-ray, dated (B)(6) 2020, shows the postoperative reduced situation which indicates that the stem may be a cls stem combined with a saint-nabor cup (protek). Redundancy letter, dated (B)(6) 2015: diagnosis: htep infection post periprosthetic femur fracture. Anamnesis: implantation of htep in 2005 due to coxarthrosis on (B)(6) 2015 patient fall leading to periprosthetic femur fracture. On (B)(6) 2015 open reduction and fixation with cerclages, the samples showed an infection with enteroccocus faecalis. On (B)(6) 2015 1. Wound revision due to infection. On (B)(6) 2015 2. Wound revision due to infection. On (B)(6) 2015 removal of prosthesis and cerclage wires and insertion of an antibiotic loaded spacer due to infection. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the product combination could not be reviewed due to missing product identification. Conclusion: it was stated in a legal writ that the patient p.v. Was implanted with a left cementless total hip endoprosthesis in 2005 due to coxarthrosis. On (B)(6) 2015 the patient fell on his left hip and experienced a periprosthetic femur fracture. The x-ray analysis showed a periprosthetic femur fracture which was treated with a surgical intervention consisting of 3 cerclage wires on (B)(6) 2015. No changes were made to the tep. Following the procedure a wound infection occurred due to which the implants were removed on (B)(6) 2015. This device is used for treatment. Neither the device history record nor the complaint history could be reviewed due to missing product identification. No product was returned for evaluation. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information, we were not able to identify the product identification. Nevertheless, it is possible that the periprosthetic femur fracture occurred due to the fall of the patient. Nevertheless, an exact root cause could not be ifentified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Device history record (DHR) review was unable to be performed as the item number and lot number of the device involved in the event is unknown. X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Remains implanted.

Event description:
It was reported that the patient underwent a procedure approximately ten years post implantation due to periprosthetic fracture. The fracture was treated with cerclage.